Event description:
The customer reported reagent and blood fluid overflowed from the baths and onto the counter and floor involving coulter act diff 2 analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the incident. Patient results were not generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) went to the facility to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted evidence of fluid leak due to bath overflow. The overflow was due to lack of vacuum to the drain baths. The fse replaced the silicone tubing and air filter. The fse removed fluid from the water trap and verified vacuum. The fse verified system operation and passed system startup and controls. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).